Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. The meter involved in incident was returned, but the test strips were not returned. The returned meter was evaluated with retention samples of the same lot of test strips involved in the incident and performed to specification. No failure detected.

Event description:
Caller indicated the relion micro meter was giving variable readings. Last night caller got a reading of 30 before bed which alarmed him, so took it three more times and got 56, 210 and 235. No blood sugar symptoms, but felt anxiety with low reading. He did not treat himself based on the readings. He has been using the micro meter for about a year, but bought this meter last week. Washes hands, but does not use new lancet for every test and sometimes has to squeeze palm. He stores products in kitchen, but is in drawer about 6 feet away, keeps in same container. He wanted to know what his sugar was so he ran to (B)(6) and bought a new one and that one is working fine with same strips. Controls not used. Replacing product.